Event description:
Physician reported right side exchange from textured to smooth implants due to the patients concerns with the product with pain and patient presented with 90 cc's of seroma "yellow fluid". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Pain : unable to observe since it is a medical event and is not related to the device. Seroma-late : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. Yellow particles observed on the device.

Event description:
Physician reported right side exchange from textured to smooth implants due to the patients concerns with the product with pain and patient presented with 90 cc's of seroma "yellow fluid". Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.